Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation asthma (new or worsening). Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation information was received on 08/22/2025, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation asthma (new or worsening). Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, product investigation laboratory initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil observed that part of the sound abatement foam degradation was missing, and it looked moist. Presence of sound abatement degradation was confirmed using a fitt. Secondary findings, 27 errors logged. Product investigation laboratory was able to get care orchestrator information from device. Missing 2 door panels. Dust-like contamination and hairs/fibers at the air outlet port and air inlet, along with potential mineral deposit satins. Light gray dust on the inside of the top enclosure, on top of the blower box, inside of the back panel and on the inside of the bottom enclosure. Light brown stain on the back of the ui (user interface) panel. Bluetooth trace antenna on the pca (printed circuit assembly) had potential corrosion on it. Dust-like contamination on top of the blower motor and the blower motor seal. Unknown residue on the inside of the back panel and the bottom enclosure. Bottom enclosure had pieces of unknown contamination in it and unknown yellow dried liquid drops. Slight dust-like contamination and hairs/fibers inside the blower box. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination in the blower box. The blower box had potential mineral deposit stains in it, indicating potential water/liquid ingress. Product investigation laboratory can confirm the evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. In box h: (device) problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.